Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(4), batch: 7074573/7075586.

Event description:
It was reported that the patient had an infection and was experiencing discomfort at the ipg site. It was also stated that the patient had fever. It was unknown if infection was device or procedure related however, patient had a bad health, and it was discussed that the patient was a high risk of infection from the beginning. The patient underwent a procedure wherein the ipg and leads were explanted. The patient was doing well postoperatively and was placed on antibiotics. The explanted ipg was discarded by the medical facility and will not be returned.